Event description:
It was reported that the user experienced an occlusion alert that resolved after the infusion set was changed, after which insulin delivery resumed without further issues. Symptoms included no reported changes in blood glucose and no clinical adverse effects. Outcomes included no hospitalization, no medical intervention beyond supply replacement, and successful continuation of therapy. Investigation included complaint intake, user education on occlusion alerts, and confirmation that replacement infusion set supplies were provided. Investigation of this case revealed that the occlusion was likely related to the infusion set, and that normal operation resumed following supply change, consistent with known infusion site or set-related flow interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion at the infusion set level.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.